Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the returned device identified, the weight the device within specification, crystalline in the gel, red biological tissue on the shell, crease fold, and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no were observed openings on the device. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "41 of the 46 symptoms that have been reported with the recalled implants".

Event description:
Patient reported left side ¿I have 41 of the 46 symptoms that have been reported with the recalled implants" and "large amount of fluid that was drained after the surgery". Healthcare professional reported capsular contracture, baker grade ii and pain. Device has been explanted.